Manufacturer narrative:
H3 other text: the device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient experiencing chronic migraines that began and escalated upon receiving and using their device. The patient alleges that there has been a 60% decrease in migraine activity since discontinuing use. There is no allegation of serious or permanent harm or injury. The patient states their physician has advised that they continue CPAP therapy. At his physician's recommendation, the patient resumed usage of the device by removing the foam from the device without impacting the recurring migraines. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.